Event description:
In 2009, the patient underwent treatment for a thoracoabdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis and gore tag thoracic endoprosthesis. Additionally, the patient had gore viabahn endoprosthesis placed in the superior mesenteric artery, extending into the aorta. The patient tolerated the procedure. The next day, the patient expired. The cause of death is unknown, however, according to the physician, he believes a slow blood supply to the patient's visceral arteries was a factor.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. The patient was implanted with below listed additional devices: pxl161207 , pxc121000 , pxt311417 (this device reported in medwatch #2017233-2009-00408).